Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they had a low blood glucose value of 39 mg/dl. Patient's other blood glucose values were 159 mg/dl and 80 mg/dl and 85 mg/dl. Customer wife stated the meter was not programmed to the pump and between 2 to 6 in the morning has a snooze on it, would not allow to do anything and still not connecting to the pump. Customer wife declined treatment with drinking something had 20 to 27 carbs when had a real low drank sugar water was down to 39 mg/dl on the meter. The device is not expected to be returned for analysis.